Event description:
It was reported that during a da vinci si transoral procedure, the user facility identified a worn black sheath on the monopolar cautery instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the black tube insulation was damaged at the distal end of the instrument. The insulation was gouged on one side and had a 0.045 x 0.045 piece missing roughly 0 .800 above the instrument's snake wrist. Additional observation not reported was a kinked flush tube. The instrument's housing was removed to find the flush tube kinked at the backend. The flush tube was kinked before entering the gimbal plate. Kinks restrict fluid flow and prevents proper flushing of instrument. No other damage was found.